Event description:
Analysis of the returned device found the guidewire (subject device) broken in two pieces. No clinical consequence to patient.

Event description:
Analysis of the returned device found the guidewire (subject device) broken in two pieces. No clinical consequence to patient.

Manufacturer narrative:
The device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and the information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. The device was returned in two fragments. The distal end of the wire measured 140 cm and was found to be curled. The proximal end of the wire measured 35 cm. Further analysis of the distal wire found kinks 1, 2, and 33 cm from the break. Additional scanning electron microscope (sem) analysis of the broken wire was performed and the results found the fracture surface exhibited elongated dimple ruptures indicative of a bending action. Compression and tension zones were observed. No material anomalies were noted. It was reported that the patients' anatomy was "very tortuous". Based on this information, the most probable cause of the damage to the wire is considered to be excessive tortuousity. As this is considered an anatomical factor, a root cause of operational context has been assigned to the reported issue.